Event description:
It was reported the customer had a keypad anomaly. Customer's mother stated, the insulin pump began to vibrate and alarmed no delivery prior to the keypad issues occurring. The mother stated, the buttons became unresponsive after. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. Unable to verify no delivery alarm due to unresponsive button. No vibration anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.